Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported during an in clinic follow up that the atrial lead exhibited inappropriate mode switches due to noise. The lead was explanted and replaced. The patient was asymptomatic and in stable condition.